Manufacturer narrative:
UDI#s: (B)(4). Additional clinical information has been requested in order to allow a thorough investigation to take place. Upon receipt and assessment a final report shall be filed.

Event description:
A type 1a endoleak was verbally reported. A re-intervention was performed on the (B)(6) 2014 and the endoleak was successfully closed. The patient is progressing well. Model: sg-hbl, lot number: bl44701-1, expiry date: 11 feb 2016, manuf dat: feb/2014.